Manufacturer narrative:
The reported complaint of user advisory - ua7 (discrepancy between load 1 and load 2 too large) error message on the autopulse platform (B)(4) was not confirmed during power on and during archive data review. Load cell characterization test confirmed both cell modules are functioning within the specification on the platform. The run_in test was performed using the 95% patient test fixture (lrtf) with good known test batteries until discharged without any fault or error. The ap platform passed all functional tests with no problem observed. No physical damage observed on the ap platform during visual inspection. However, the encoder drive shaft did not rotate smoothly, exhibits binding and resistance identified. To remedy the issue, the encoder drive shaft was deburred. This type of issue identified was not related to reported complaint. Initial functional testing on the ap platform passed without any fault error. During archive data review, ua7 error message was not identified on the date of the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (B)(4) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the advisory. No patient involvement.